Manufacturer narrative:
(B)(4). Internal insulation abrasion was noted at 57.0cm from the connector pin. The inner coil was exposed at this location, consistent with the field observations of noise, high pacing threshold, low pacing lead impedance, and sensing anomalies.

Event description:
It was reported that through remote transmission lead noise was observed. The noise was recorded in non-sustained episodes. Decrease in pacing lead impedance, low r-wave amplitudes and high pacing threshold were observed. The patient was asymptomatic. Fluoroscopy showed that the lead was dislodged. The lead was explanted and replaced. The patient is doing well post procedure.